Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. One packaged ar-1938ps device was received. Visual evaluation did not showed any damaged or defects. Complaint devices were not returned for evaluation. No problem found with the returned device.

Event description:
On 12/14/2021 it was reported by a sales representative via sems that an ar-1938ps anchor pulled out during a slap labrum repair. It was replaced and the second pulled out. A third one was used and the same event occurred. All was retrieved. The doctor drilled another hole and tried another ar-1938ps with a different lot number and the case completed with no further issues. The patient is fine to date.